Manufacturer narrative:
(B)(4).batch # p9148k. The device was returned with no apparent damage. The device was connected to a test hand piece and a gen11, during functional testing it was noted that the hand control buttons were nonfunctional. However, the device did activate when tested with the foot switch. In addition, no continuous activation occurred at any time during functional testing. The instrument was disassembled to inspect the internal components and the electrical traces of the hand control buttons were found to be damaged. This resulted in the hand control buttons to be nonfunctional. In addition, the min button was found with the collapsed dome. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what caused this issue. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please clarify the event: the min button could not be released during use though the button was not pressed. Was the min button broker? --- no. Was the min button pressed and stuck down? --- yes.

Event description:
It was reported that during a laparoscopic gastrectomy, the min button could not be released during use though the button was not pressed. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.